Event description:
It was initially reported, the patient had pain at her implantable neurostimulator (ins) site that ran down the back of her leg which started 2 weeks prior to this report. There were no falls or trauma to the ins site. It was noted, the patient was (B)(6) and if her ins got bumped she could feel it. The patient was going to see her physician on (B)(6) 2012, for follow-up. Additional information received reported the cause of the event was battery failure. The patient's battery was replaced. No patient injury was reported.

Manufacturer narrative:
Product ID, 3093-28 lot# v050971 serial# implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).